Event description:
Procedure: hernia. Reportedly, the sheath surrounding structural balloon did not split and move out of the way of the inflating balloon. The whole sheath became detached from the shaft of the port. There was no patient harm.